Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The risk manager has confirmed that the facility has the device but will not release it at this time. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via facility medwatch copy (report number not shown) that a patient had arthroscopic rotator cuff repair with biceps tenodesis on (B)(6) 2018. Follow-up x-ray revealed the tip of the drill bit had broken off and was lying next to the teres majore. X-ray was taken on (B)(6) 2018. Removal of drill bit tip was performed on (B)(6) 2018. Additional information obtained 12/26/18: facility has confirmed that they have retained the device and will not be releasing it at this time. Facility has provided pictures of the drill bit to arthrex.